Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc442, (certain® low profile abutment 4.1mm(d) x 2mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use. Fractured abutment screw identified at the threads. It's retaining screw was also returned fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilpc442 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: fracture screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: bost410, 3i t3 non-platform switched tapered implant 4 x 10mm, lot: 2120012408, h4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that implant was removed due to bone loss and abutment screw fractured when loosening it for this implant.